Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure and bent/kinked cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 250 mg/dl. After realizing elevated bg levels, the patient found cannula had not deployed as intended. The patient also reported that the cannula was bent/kinked. The pod was discarded.